Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported during a procedure the table top illuminator was not working. The surgery was completed. There was no harm tot he patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating any issue related to the reported event(s). However, the tabletop illuminator was replaced. The system message (sm) was confirmed in the event log. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).